Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred from an unspecified location on the homechoice cassette. The technical service representative (tsr) advised the caller to use manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.